Event description:
Pt completed chemo therapy without issue. Pt was completing hydration to follow. Rn at chairside ensuring no air to pt. Rn noticed during vs that bag completed with hair introduced into cassette. No air in line alarm. Pump stopped. No harm to pt.